Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was detected. However, evaluation of the blood pump s/n (B)(4) is still ongoing. The neurological condition of the patient has improved meanwhile.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by the manufacturer of the pump. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. On visual inspection, the pump shows padding between the membrane layers. Further evaluation of the disassembled pump revealed a hole in the driving or air side membrane, behind the stabilization at the rolling radius. Additionally, diminished graphite coating between the membranes around the defect was observed. The diminished graphite coating may have led to the abrasion of the membranes over time. This led to formation of abrasion particles in the membrane interstices. These particles between the membrane layers caused increased friction at points which finally led to the defect in the driving membrane. When the defect occurred air was able to move between the driving and middle membranes and form an air cushion which prevented the blood pump from completely emptying.

Event description:
The manufacturer berlin heart (B)(4) was informed by the clinic that they noticed that the excor blood pump of a patient supported in lvad configuration was not ejecting properly. The clinic suspected a defect of the membrane and decided to exchange the excor blood pump immediately. After exchanging the blood pump, the clinic reported that they observed a padding in between two of the three layers of the membrane. The clinic reported that a hemiparesis of the patient appeared nearly simultaneously with the incident. The attending physician stated that from a medical point of view it is not possible to establish a direct link between the product problem and the appearance of the hemiparesis.